Manufacturer narrative:
Summary evaluation: evaluation results as rec'd from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be related to user technique.

Event description:
Two drill bits were placed in the stryker drill by the scrub technician. The first bit broke off clean, flew across the room and hit a surgeon in the hand. The second drill bit bent upon engaging the drill.